Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels had dropped to below 20 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had received a hazard alarm during operation. The patient reports they had suffered a seizure. As treatment, the patient applied a new pod.